Event description:
During total right hip replacement surgery utilizing an acetabular cup inserter, the locking mechanism on the cup inserter instrument came apart. The surgeon was able to locate the fractured piece and there was no delay to the procedure or injury to the patient as a result. The patient did well postoperatively and was able to be discharged home without incident.====================== health professional's impression======================no adverse event to patient.====================== manufacturer response for modular microplasty cup inserter, (brand not provided)======================the manufacturer notified the facility of the event.